Event description:
In 2002, the pt reported excessive black dust on their vent filter and pump rates routinely in excess of 100bpm in auto mode to vad coordinator. The MFR recommended the vad coordinator have pt come into the hosp for eval, obtain a data card, vent filter and forward these materials to the MFR for review. The MFR reviewed the data and reported the following to the vad coordinator. The returned operational waveforms do not show any functional problems with the device, however significant increases in beat rates were observed. The exact cause of the high beat rates is unknown at this time. The cause of the black particulate within the vent filters appears to be cam/cam follower wear particulate as a result of wear between the cams and follower bearings. Increases in beat rates, which were observed in the returned waveforms can contribute to increases in mechanical wear particulate, especially if the device is operated at or close to maximum rates for an extended period of time. The pt was not symptomatic and was doing fine. In 2003, the lvad was returned for analysis with a note "please do an analysis on this pump and notify me of the results as soon as possible." The MFR contacted the vad coordinator to discuss preliminary analysis findings and asked for add'l info concerning the pt and lvad. The vad coordinator reviewed the pt's support with the MFR as follows: the pt was supported for 18 months and then suddenly expired. Add'l info revealed that the pt had minimal problems throughout most of the support duration but had hints of potential problems when the pt observed a significant increase of dark particulate coming out from the vent filter and increases in beat rate above 100 bpm. The vad coordinator stated that not too long after the reports of increased dust (not sure of the date), that the pt began experiencing a fever with signs of heart failure. Testing revealed inflow valve regurge. The pt was then placed in a fixed mode (not specified) and around thanksgiving the pt was ambulating when they started experiencing yellow wrench and read heart alarms and the pump abruptly stopped. The pt was then hand pumped and supported pneumatically via a stroke volume limiter (svl) and drive console. The pt was doing alright at the time, but not great. On the night that the pt had expired, the pt was restless and they were complaining of leg cramps. The pt at some time (not specified) was found on the floor by a nurse. The svl pt side nipple was broken and the pt may have been without support for more than 10 minutes.